Event description:
It was reported to boston scientific corporation that a contour ercp cannula was to be used during a biliary duct stone removal procedure. According to the complainant, when attempting to flush the device during preparation, it was noted that foreign material existed on the injection port. The device was not used in the patient and the procedure was completed with another contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was to be used during a biliary duct stone removal procedure. According to the complainant, when attempting to flush the device during preparation, it was noted that foreign material existed on the injection port. The device was not used in the patient and the procedure was completed with another contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the injection port was blocked with a white solid material. This material is a plastic resin that is used in the fabrication of the device. Functionally, fluid could not be injected into the device due to the blockage, due to this material. This is not foreign material; it is likely that this material is an obstruction due to an anomaly during the molding process at the supplier manufacturer. An investigation with the supplier manufacturer is underway to address this issue.